Event description:
During shift check, the customer reported the autopulse platform (sn (B)(4) would not power on with a new fully charged autopulse li-ion battery. Per the customer, the battery is working as intended in a different platform. The platform was tested with two other new batteries and the platform performed as intended. The platform was put back in service but during the morning shift check, the platform was unable to power on with 3 new batteries. The three batteries were able to perform as intended in a different platform. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) would not power on with a new fully charged autopulse li-ion battery" was not confirmed during functional test or archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Visual inspection of the returned platform was performed, and no physical damage was observed. The archive data review indicated (ua)13 (battery fault), (ua)17 (motor on for too long during active operation), and (ua)45 (drive shaft not at home position) errors, unrelated to the reported complaint. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per autopulse user advisory list, fault code 13 is an indication that the battery is depleted or faulty and the battery needs to be replaced and placed into the multi-chemistry charger. The autopulse platform passed the initial functional test without any fault or error. Multiple good known test autopulse li-ion batteries were inserted, and the platform was powered on/off (by pressing power button) approximately 10x. The reported complaint could not be reproduced. No physical damage to the battery connector was observed and all the wiring cables were checked. The batteries used by the customer were not returned with the platform. The (ua) 17 seen in the archive was not reproduced during functional testing. As a precaution, the brake gap was cleaned and verified to be within the specification, unrelated to the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.